Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 131 and 125mg/dl mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 127 and 138mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any changes in diet or medication.